Event description:
During a follow-up in-clinic, a decrease in sensing was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve event. Diagnostic imaging was performed during the surgical procedure and confirmed lead dislodgement. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement and p-wave amplitude variation. As received, a complete lead was returned in one piece. The reported event of p-wave amplitude variation was not confirmed. Visual and x-ray examinations of the lead did not find any anomalies. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual examination of the lead found the helix was retracted and clogged with blood/tissue. After cleaning and applying torque directly to the connector pin, the helix was able to extend and retract. The measured helix extension length was within specification.